Manufacturer narrative:
Bg target range set to 90 - 120mg/dl. Alert on/before low set at 75mg/dl = passed. Auto mode is active and these settings are turned off: suspend before low and suspend on low per pump and user guide. Suspend before low alert feature = passed. Sw 3.18e. Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. Suspend before low alert feature and the alert on/before low features functioned properly during testing. Toggled on and off vibrator feature and the feature functioned properly. No audio/vibrate anomalies/absence of alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, severely faded serial number label and slight corrosion in battery tube.

Event description:
Customer reported via phone call that they experienced high blood glucose levels due to the absence of the vibration alarm prior to the insulin pump entering threshold suspend mode, causing bolus to be suspended and increasing their blood glucose levels. The customer did not state symptoms or provide glucose levels at time of phone call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump passed the self test. Customer was to treat per and to revert to their back up plan as per their health care professional's recommendations. The product will be returned for analysis.